Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, contribute to a serious injury, require medical, or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received - 1x propex iq propex iq (kit) b00ppiq000000; sn: (B)(4). 1x x-smart iq endodontic handpiece set a105480000000; sn: (B)(4). X-smart iq handpiece. Various electronic problem. Connector bad contact. Replaced 1 x piq propex iq (kit) b00ppiq000000 and 1 x iq endodontic handpiece set a105480000000. Multiple unsuccessful attempts were made to obtain the patient outcome. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event, it was reported that a propex iq was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.